Manufacturer narrative:
The device was returned to zoll medical corporation; the customer's report was duplicated and attributed to a system interconnection cable that was not properly seated to a connector of the pd engine. The cable was reconnected to remedy the report. The customer was sent a replacement device. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during incoming inspection, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.